Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. Our field service engineer (fse) investigated the ventilator on site. During troubleshooting, the internal leakage test, pressure transducer test and the o2 sensor calibration test had failed. The nozzle unit of the o2 gas module was replaced but the problem persisted. During further investigation, the pressure transducer and the air gas module was found to be defective. Fse solved the reported issue by replacing the air gas module and the pressure transducer. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.